Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision procedure occurred on (B)(6) 2016. Reported concomitant devices: pfna blade (part: 02.027.035s, lot: 9909171, quantity: 1); locking bolt (part: 259.360s, lot: 9929048, quantity: 1); locking bolt (part: 259.400s, lot: 9877897, quantity: 1).

Manufacturer narrative:
Additional narrative: patient year of birth reported as 1946. Patient weight is not available for reporting. Date of event reported as (B)(6) 2016. It is unknown if the nail broke on this date or it was found to be broken on this date. (B)(4). Date of explant is unknown as it is unknown when/if the revision surgery was done. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part # 02.027.226s, lot # 9275554. Manufacturing location: (B)(4), manufacturing date: dec 05, 2014, expiry date: nov 01, 2024. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that patient underwent implant procedure on (B)(6) 2016. The nail broke post-operatively on an unknown date. It is unknown when the revision surgery will take place. This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation and product investigation was performed for the subject device (pfna ø10 long r 130° l360 sst, part number 02.027.226s, lot number 9275554). The subject device was returned to the manufacturer with the complaint condition stating the product was returned in a packaging different from the original packaging. The laser marking was readable. Only very slight traces of use were visible at the conus. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is confirmed but not valid from the point of view of the manufacturing site. The "investigation summary" is a translated conclusion. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. The complete broken nail was sent back for evaluation. The relevant dimensions at the fracture zone of the nail were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1 for stainless steel. The fracture face is homogenous, which indicates material conformity. The pfna nail is broken on the position of the thinrt shaft near conus. The nail shown slightly wear marks. The cross section of the broken surface shows no irregularities. Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has lead to these circumstances. We can only assume that the pfna - nail (area of thin shaft / conus) could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. There is no indication that any of the listed concomitant device (pfna blade, two locking bolts) did contribute on this complaint condition, also there is no allegation against one of these devices. Therefore, only a visual inspection on these devices will be performed. Complaint is disposed as confirmed due to evidence that nail is broken (area of thin shaft / conus), but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. The pfna nail is broken on the position of the thinrt shaft near conus. The cross section of the broken surface shows no irregularities. We can only reasonably conclude that the pfna - nail (area of thin shaft / conus) could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.